Event description:
Hill-rom received a report from the account stating the brakes were not holding after they changed the casters. The bed was located in a pt room at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Hill-rom tech support suggested checking and making sure they used the correct casters. A search for the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The account replaced the correct brake casters to resolve the issue. Based on this info, no further action is required.